Event description:
Related manufacturer reference number: 3006705815-2022-15066. It was reported an implant procedure was abandoned due to unstable vitals on (B)(6) 2022.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.